Event description:
The reporter did back to back(rapid succession) blood glucose tests, using the same fingerstick. Results were 76 and 119 mg/dl. Reporter did not have any symptoms. A control solution test was in range, 146(100-150). On follow-up, the reporter checks the confirmation dot when testing . Reporter's technique of applying blood is accurate, and reporter cleans the meter on a regular basis. No harm was alleged.